Manufacturer narrative:
Device evaluation: visual inspection: the gw and hawkone were removed from the bag and inspected. The green guidewire outer diameter was measured using a snap gauge from the lab and verified it was 0.014". From the stiff end of the guidewire a kink at approximately 153.5 cm and 154 cm was noted. The kink/bends were at an approximate angle of 45 degrees. At approximately 210 cm, the gw looped around approximately 3/4 of a full rotation. The area of the loop was inspected under microscope. It was observed the green jacket of the gw was worn away. The hawkone was inspected and found the proximal end of the guidewire tubing was torn longitudinally from the proximal end and continued approximately 0.3cm. No other damage to the guidewire tubing was observed. It should be noted green debris was noted at the distal end of the coiled housing segment. The green debris was identified as likely coming from the outer jacket of the green guidewire. Cine analysis: two cine images were provided. The images were evaluated and could not distinctly identify the hawkone within the vessel. No conclusive findings could be obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a severely calcified lesion with 75% stenosis in the mid-right superficial femoral artery (sfa). Vessel length and diameter were 80m and 6 mm , respectively and it presented moderate tortuosity. A 6fr non-medtronic sheath and guidewire were used in the procedure. IFU was followed and the guidewire was hydrated during prep. It was reported that the device advanced over bifurcation and severe resistance was experienced during withdrawal. The guidewire lock-up on catheter. The physician stated that the wire wrapped, then prolapsed upon removal and subsequently kink occurred. The device was rotated as wire was manipulated and both were removed together intact, with a 25 minute delay of procedure. Fluoroscopy displayed a significant bend in the device between catheter and cutter. No device component detached. No vessel damage reported. The procedure was completed with a non-medtronic new wire and pta balloon. When the device was returned to the manufacturing facility, it was noted that the device was damaged.